Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted that the helix with becomes inoperable when lug is stuck behind or on retraction stop. If information is provided in the future, a supplemental report will be issued.